Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. One device was received for investigation. During visual inspection the device was observed to have the top case chipped, the bottom case cracked, the plunger head damaged and the main cable for the interconnect board was torn off. The reported issue was confirmed during functional testing when the device would not power on. The issue was traced to the damaged interconnect board found during the visual inspection. The investigation attributed the condition to damaged caused by user interface. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The top case, bottom case, left and right clutches, leadscrew and spring, motor mount, worm coupling and gear, and the interconnect board were replaced. A cable guard was installed. Function and delivery tests were conducted and the device passed all testing.

Event description:
It was reported that the unit had a system failure. There has been no report of patient involvement.